Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the wall vacuum was connected, the blue liquid contained in the patient manometer compartment spilled into the "underwater safety" compartment. The two compartments began to bubble and the vacuum was not created. Blue liquid was also found on the underside of the chest drainage unit (cdu). The cdu was therefore changed and another cdu from the same batch was plugged in and worked without a problem. There was no patient harm reported. The cdu was not kept because it was soiled.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. A physical sample was not returned for evaluation. Photos were provided and reviewed; there is blue liquid seen on the foot stand, but there is no evidence of the blue liquid spilled into the "underwater safety" compartment. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A quality alert has been issued to the manufacturing line to ensure they are aware of this complaint. In the meantime, all information received will be used for further tracking and trending purposes.